Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed keypad test. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a0401, annex b: b22, annex c: c20, annex d: d16, annex g: g07001. Additional information: annex b: b01, annex c: c0201, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of display ¿ dead pixel was confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. Pcu when connected to asm, reported to have failed keypad test. Internal inspection revealed that there is flux present on logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the pcu logic board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed keypad test. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b22 annex c: c20.

Event description:
It was reported that the device had failed keypad test. There was no patient involvement.